Event description:
It was reported that a malfunction alarm occurred, identified as malf 0, which was resettable. There was no adverse impact to the customer's blood glucose (bg) level due to the reported issue. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.